Event description:
The reporter stated, that the surgeon was inserting a 20.0 diopter three piece silicone lens in the cartridge and the trailing haptic got stuck in the cartridge and tore off. The lens was cut to be removed. No incision enlargement or suture required. The cartridge used is not recommended for this type of lens.

Manufacturer narrative:
The product pertaining to this claim was not received however, the lens was received and a visual inspection shows the optic and a haptic is torn off. There is clear surgical residue on the lens. It should be noted that the injector was not received.